Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source unexpectedly stops lighting up. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, d9, h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The scope was not detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the scope detection was not working. The cause was due to wear of the output connector, connection of the connector is loose. Olympus will continue to monitor field performance for this device.